Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 5 - 6 millimeters medially. In trouble-shooting, the medtronic representative saw that the anesthesiologist's metal attachment piece was placed directly next to the emitter. After removal of the metal in the field, the surgeon had no difficulty navigating accurately. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that an in-service with the site was performed regarding potential causes of metal interference as well as optimal emitter placement.

Manufacturer narrative:
On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015, software investigation determined the anesthesiologist's metal attachment piece was placed directly next to the emitter. After removing the metal attachment, and re-registering the patient, there were no further issues. Software is functioning as designed. No further issues have been reported.